Event description:
Report 2 of 2 received of an underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The device was programmed to deliver an unspecified antibiotic at an unspecified rate over 12 hours instead of over the intended 2 hours. There were no reported adverse pt effects. Though requested, the customer declined to provide further information.